Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor's feedback is that the patient got burnt by the unit. This is the bipolar incident where in the surgeon was using the bipolar and rem was connected at the thigh, and chemically burnt site was at the backside.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the unit passed the performance and esa tests. The device was used with an extension and found that with the extension, the earth bond test result is 0.214 ohms. Without using the extension, the test passed. The user was advised not to use the extension. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.